Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirm that system would not power up. Upon remote troubleshooting rse found that system was dead and the green led beside on button never lights or flashes. Rse confirmed that the customer asked inhouse electrician for repair service and verify 480 v feed from hospital was okay and found the problem was before the system restored. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system would not power up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.